Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple shock impedance measurements of greater than 125 ohms. Technical services (ts) noted this lead trending is not indicative of a lead fracture rather likely calcification that appear to have stabilized. Ts recommended considering increasing the out of range upper limit and a commanded shock at some point and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.